Event description:
The pt was lathargic and the suspect device was used to check their blood glucose. A result of 388 mg/dl was obtained. Pt was taken to the hospital and a hospital meter read their glucose at 37 mg/dl. It is unknown what meds were taken and what treatment pt rec'd at the hospital. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.